Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during an initial hip arthroplasty, a taper adapter fracture. This resulted in a revision procedure; however, no additional information is available at this time and patient outcome are unknown.